Event description:
A nurse reported that following implantation of intraocular lens (iol), the patient has blurry vision. The lens was explanted in a secondary procedure approximately within a month after initial procedure for clinical reason of spherical correction. The lens was replaced with another monofocal iol. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, it was clarified that there was no issue or fault with the lens. No further information expected on this report. Additionally, it was confirmed that it was an issue with the calculation device and further information will be reported under mfg report num: 2028159-2022-01801. The manufacturer internal reference number is: (B)(4).